Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-01480 for the other associated device information. It was reported to boston scientific that an initial g-tube (exact upn is unknown) was placed on (B)(6), 2009. According to the complainant, for approximately three weeks the patient has presented with a slight redness around the stoma and pain in the stoma. A cultivation was taken on (B)(6), 2011. There is no damage to the peg tube and this device remains implanted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation, as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.